Event description:
Report received from an international affiliate (japan) of a loose connection; subsequent air leakage and blood loss was noted. The report reads, "in 2005 after being used for several hours, a drop of arterial pressure was noted during an operation and an unspecified amount of air was noted with blood sampling. The connections were checked and the connection at the 3-way stopcock between a 12-inch pressure tubing and a 40-inch pressure tubing was found loosened. The 12-inch pressure tubing was connected to the pt with an insite catheter at the time. The kit was changed to a new one leaving the 12-inch tubing connected to the pt. Reportedly, there was a small amount of blood loss, there were no adverse pt effects and no medical intervention was required and no delay in therapy considered critical to the pt." The pt indicated the device was disconnected from the pt and another device was connected. Upon further query the following information was provided: no treatment was required for the decrease in arterial pressure. The doctor was sampling blood to check the condition due to the decrease in arterial pressure. The doctor noticed air mixing with the blood while sampling from the stopcock port which had become loose. A samll amount of blood leakage was noted at the loosened stopcock connection.